Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having high blood glucose. The blood glucose reading was 600 mg/dl at time of the call. Performed the high pressure test and the insulin pump did not alarm no delivery, test failed no further info was provided.